Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient had a poor corrected vision· after measuring with the ms39 diagnostic device a coma of more than 0·9 um was measured· the iol seems to be in the capsular bag· they suspect that iol tilt due to the haptic uncorrected folding or iol curvature fabrication problem or capsular bag tilted or haptic instability or blocked haptic or haptic in the bag and one on the sulcus. Additional information has been requested and received from physician stating an company toric iol implanted three weeks ago. The visual acuity has not improved beyond 0.5, and the patient reports significant blurred vision. The implantation axis was correct, but the lens appears slightly decentered and, more importantly, tilted. The physician suspect that the haptic may not have fully unfolded. According to physician iol positioning during surgery appeared correct. However, the patient experienced poor corrected visual acuity postoperatively. Ms39 diagnostic imaging revealed a coma aberration of more than 0.9 m. The iol seems to be within the capsular bag. The suspected causes include half of the iol in the capsular bag and the other half in the sulcus, iol tilt due to incomplete unfolding of the haptic, capsular bag tilt or structural fragility and potential iol manufacturing defect.

Manufacturer narrative:
Correction information was provided in h.6 and h.11. Correction: FDA evaluation code b20 was replaced with b17. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in b.2.,b.5.,d.10.,e.1.,h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, the lens was explanted and replaced with another unspecified model.